Event description:
It was reported during a routine office visit that the patient occasionally feels a burning sensation. Follow up information was obtained from the clinic, and the nurse stated that during the follow up visit, the device voltage was increased and the burning sensation could not be replicated. The patient was advised to call the clinic if the burning sensation became worse or did not go away. The patient has not called the clinic. It is unsure if the burning sensation was related to the device. The physician suspected a lead insulation breakdown. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.